Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The alleged results of 4.4mmol/l, 5.6mmol/l, 6.0mmol/l and 7.9mmol/l were taken using the same meter and within an unspecified time between readings. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.